Manufacturer narrative:
(B)(4).

Event description:
The customer reported liquid waste drain tubing on the unicel dxi 800 access immunoassay system that runs to the floor drain had become disconnected from the fitting behind the lower right rear cover. The customer stated that the fitting appeared broken and that she was not able to reconnect the tubing. Small puddle of liquid waste had collected under the dxi instrument. The leaking liquid can potentially contain not only wash buffer, but patient sample waste, qc material and other substances that are considered a biohazard and/or chemical in nature. The technicians at the medical center wore personal protective equipment (ppe) consisting of a lab coat and gloves to clean the spill. The technicians or the customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place. A field service engineer (fse) was dispatched and replaced the broken waste line back fitting. The fse verified the waste fluid was draining properly and not leaking. The service activity that was performed was verified to meet the specified requirements per established procedures. The results met published performance specifications. System validation documented in customer qc record. The root cause of this event was the broken waste line back fitting.